Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing, and as a result, was admitted to the hospital. The sensitivity settings were reprogrammed, and the s-ICD remains in service. No additional adverse patient effects were reported.